Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing impedance measurements greater than 2000 ohms, post implant. An x-ray was performed and did not indicate the lead had dislodged. The physician decided to leave the lead implanted. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, this report will be updated.